Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: (B)(6) the device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, while a farawave catheter was inside a patient, the merit guidewire became stuck and was unable to be retracted. The catheter was unable to fully undeploy prior to removal from the patient. Resistance was felt as the catheter was retracted into and through the sheath and out of the patient. Once out, the guidewire was able to be removed from the catheter using great force, and deformation of the guidewire was observed. Both the guidewire and catheter were replaced with similar devices, and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1: initial reporter phone number is (B)(6). Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of guidewire stuck, difficult to undeploy and difficult to withdraw. Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck and difficult to withdraw are a known event defined in the products risk management documentation.these event types had been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, while a farawave catheter was inside a patient, the merit guidewire became stuck and was unable to be retracted. The catheter was unable to fully undeploy prior to removal from the patient. Resistance was felt as the catheter was retracted into and through the sheath and out of the patient. Once out, the guidewire was able to be removed from the catheter using great force, and deformation of the guidewire was observed. Both the guidewire and catheter were replaced with similar devices, and the procedure was completed. No patient complications were reported. The catheter has been returned for analysis.